Manufacturer narrative:
Corrected information was provided in b1 (is adverse event, is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, catalog number). Upon review, the section d catalog and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the delivery issue was likely patient condition related as evidenced by the clinical information of severe pvd and issue persisting after ivl and stenting the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 72-year-old female with an indication for use of hemodynamic support during high-risk percutaneous coronary intervention (hrpci) and a pre support clinical state consistent with scai shock stage d underwent attempted placement of an impella cp device via left percutaneous femoral arterial access on (B)(6) 2026. The patient had known severe peripheral vascular disease (pvd). In preparation for device delivery, intravascular lithotripsy (ivl), stenting, and percutaneous transluminal angioplasty (pta) were performed to the distal aorta and iliac artery. Despite serial pre dilation, guidewire use with escalation, and multiple advancement attempts at an approximate insertion angle of 30 degrees, the impella catheter could not be advanced past the femoral/iliac bifurcation due to resistance within the femoral artery. No excessive force was reported, and no product damage was observed. The physician elected to abort impella support, and the hrpci procedure was completed without mechanical circulatory support. Based on the available information, this event appears to be related to patient anatomy and severe pad/pvd resulting in an inability to advance the device through the vasculature rather than a device malfunction. The procedure was intentionally aborted by the physician. The patient survived.